Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient experienced occlusions with the infusion sets, which resulted in hospitalization. On (B)(6) 2020, the patient changed his cannula and later on an occlusion error occurred. The patient's parent's disconnected the tubing from the cannula and primed the line. Insulin was seen dripping from the tubing. They reconnected the tubing, however, the patient's blood glucose continued to rise throughtout the day. The parent's called (B)(6) for support, who advised them to call an ambulance. The patient was transported to the hospital by ambulance. The blood glucose results and treatment received by the paramedic's was not provided. The hospital admitted the patient, and continued providing correction bolus' through the infusion device, however this was not working. Blood glucose remained high. The hospital then changed to a new infusion set, and blood glucose began to decrease. The father reported that once the cannula was removed, he feels that it may have not been sitting correctly in the patient's body, leading to occlusions and high blood. The patient was discharged the next day.